Manufacturer narrative:
According to the complainant at 8:38 am he administered 6 units of insulin based on carb intake he was having for breakfast at 9:00 am. Complaint could not be confirmed. The complainant did not return the meter in question. A failure analysis of the returned nova max link blood glucose meter revealed the device to be within product specification no performance failure was found. It was also discovered during the investigation that the reported results were found in the meter's history. However, the sequence of reported results by the complainant do not align with the time and date details stored in the meter history. The complainant returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications.

Event description:
Complainant called in concerned about the discrepancy between his blood glucose results. According to the complainant on (B)(6) 2017, he performed a blood glucose test at 10:59 am getting a result of 256 mg/dl. He took a bolus of 25 units of insulin based on that result.